Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received an intermacs report which stated that the pt was found expired with both power leads disconnected, lying in her bed. Add'l info was received by the vad coordinator stating that the lvad pump was not explanted and an autopsy was not done. The attached user facility report (B)(4) was received from the (B)(6) registry.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report (B)(4) was received from the (B)(6) registry.